Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient developed an infection. It was mentioned by infection prevention that it could have been caused by the batch of suture. The patient was brought back for a revision surgery. The patient's current condition was not provided. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that ¿vicryl suture could have been the cause of other post-op infections, but no further details were provided." Please provide answers to the questions below regarding this statement. Did any of these patient¿s undergo a procedure where vicryl suture was used and the patient developed a post-op infection? If yes, were any of these additional patient events reported to ethicon? If yes, please provide the pc number(s). If no, please create additional files for each patient and provide the pc number(s). For this patient reported in (B)(4), please provide the following: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. The single complaint was reported with possible multiple events. There are no additional details regarding the possible additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.